Manufacturer narrative:
No patient involvement. A medtronic representative visited the site and replaced the computer in the s7 system. System passed all functional testing after cpu replacement. Issue resolved with part replacement. Manufacturer analysis of suspect computer as follows: failure mechanism of loose connector. Tamper seals cut were cut. First power on successfully booted to login screen. Launched cranial application and navigated. While navigating also ran graphics card load test. System locked up within 10 minutes or less. Hard power down required. When restarting system it began to power cycle every 3-6s. Cleaned contacts of all ram cards and reseated. System stable and passed initial memtests. (B)(4) reports 3 bad sectors but each has been reallocated/remapped. The above conditions could result in the reported issues. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.

Event description:
A site representative reported that the system was often becoming unresponsive. When they were able to launch the applications, the mouse would stop and nothing would work. Sometimes they were unable to access the applications at all. The system would also hang up, giving an error message screen when attempting to access the applications. A hard shutdown was needed when this happened. The rep tried to reload the software but this did not resolve the issue. No patient was present when this issue occurred.